Event description:
Patient received a cardiac index ablation for ventricular tachycardia (vt) on (B)(6) 2026. It was reported that death, caused by cardiogenic shock after electrical storm (ae#1). It occurred approximately 14 days after cardiac ablation with thermocool smarttouch sf catheter, categorized with severity of severe and serious, with death, life-threatening illness or injury. And in-patient or prolonged hospitalization with an admission date of (B)(6) 2026 and discharged date of (B)(6) 2026 requiring medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. The relationship with the ablation catheter and other devices is not related. The relationship with the index study procedure is not related and n/a (does not meet above criteria). The outcome is death with date of death on (B)(6) 2026 according to death form. Catecholamines, cardioversion and other resuscitation measures were provided to the patient. The date the event was first reported to be a serious adverse event (sae) was (B)(6) 2026.

Manufacturer narrative:
A1. Patient identifier: external reference: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The mre was performed for the finished device with lot number 31793400l and no internal actions related to the complaint were found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).